Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the olympus device evaluation, the colonovideoscope exhibited foreign matter in the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the foreign material remaining in the device could not be specified. It was confirmed that the reprocessing was conducted in accordance with instructions for use (IFU). The foreign material residue points were confirmed to be free from deformation. IFU states that detection method in cf-xz1200l/I operation manual chapter 3 ¿preparation and inspection¿. IFU states that preventive measure in cf-xz1200l/I reprocessing manual chapter 5 ¿reprocessing the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.